Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and down buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test or verify communicate to bg meter due to unresponsive button. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer experienced low blood glucose levels of 11 mg/dl. Customer's spouse reported that the customer lost consciousness and was treated with glucagon shot. Customer's blood glucose reading was 261 mg/dl at the time of call. The customer's spouse was assisted with troubleshooting and stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Customer's spouse also reported that the insulin pump had a keypad anomaly and unable to complete the rewind process. Customer's insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.